Event description:
The facility reports the patient was being transferred from the bed to the wheelchair when the hoist collapsed. The patient fell a short distance into the wheelchair. No injuries were reported.